Event description:
According to the initial report "blood clot found on his aortic valve from tee. The patient was told to come to the emergency room by his cardiologist to be put on heparin drip to be switched back to warfarin. Treatment arm: apixaban; most recent inr not applicable as was on study drug apixaban. Study drug apixaban discontinued and participant started on heparin drip." The serial number for the valve cannot be found. Per the complainant, "the valve is a 23 mm mc ri on-x conduit." Additional questions were answered by the complainant: do you have evidence that the patient was compliant with their anticoagulation medication? What would suffice as evidence for this? Patient states that they were compliant with their anticoagulant during our monthly calls and on the medical encounter notes. Was the patient taking aspirin as part of their medication regimen? The patient had never previously started aspirin. The patient was prescribed aspirin upon discharge to begin on (B)(6) 2022. Is a copy of the echo report that identified the clot available for us to review? Yes, there are echos available from 01/11/2022 and 02/01/2022 uploaded to the edc site for the bld (2-bl-119003-02a) and vtm (1-vtm-18003-01m), respectively. If there is an echo that was taken prior to the patient starting apixaban, is that available for us to review as well? Yes, how would you like to receive this echo report?